Event description:
Physician reports 'late' rv perforation and tamponade, five days post implant. Then a puncture and bleeding resulted from emergency pericardial sentisis. Issue resolved with surgery.